Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the helix was retracted. Stylet received in the lead. Set screw marks noted on is-1 terminal pin. Deformed conductor coils along with cuts in the insulation noted between 130-140mm from the terminal pin. Blood\body fluid noted in the helix housing. Dried blood/body fluid noted in the helix housing and past the neck region. The lead passed electrical testing. Laboratory analysis could not confirm the reported field allegation of perforation. (B)(4).

Event description:
It was reported that the patient experienced chest pain and pericardial effusion. This right ventricular (rv) lead was explanted due to high pacing thresholds and suspected perforation. This is considered life-threatening situation and surgical intervention was required to resolve the issue. The lead was returned for analysis. No additional adverse patient effects were reported.